Event description:
It was reported that the patient presented for an implant procedure. During the leadless pacemaker implant procedure, a pericardial effusion was noted after injecting contrast. Pericardiocentesis was performed, and the device implant was aborted. The patient condition was stable.

Manufacturer narrative:
The catheter was returned with no reported complaint. As received, a catheter was returned in one piece with the protective sleeve covering the distal cap and leadless device. Visual and x-ray inspection found the catheter wrinkled proximal from the distal end of the protective sleeve. The damage found is consistent with that occurring at the time of the procedure.